Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16167. It was reported the patient is no longer using her system as she does not receive effective stimulation coverage. The patient allegedly has been reprogrammed multiple times. She also reported she has significant pain near her ipg site. The patient was advised to continue charging her ipg and to see her physician concerning the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.